Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in-clinic during a routine follow-up, post-paced t-wave oversensing was noted via real-time egm. The device was reprogrammed and remains implanted.

Event description:
New information received notes that post-paced t-wave oversensing recurred. The patient remained asymptomatic. Additional programming changes were made and the device remains implanted.